Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the PICC nurse that patient had the PICC in place and it "broke" within the patient. Another rn thought she saw the blue flex tip on the end of the PICC that was removed from the patient's body. An x-ray was performed and it was determined "something" was still inside patient. Risk management will not talk or allow anyone else to talk with the rep about this issue. The matter is under investigation. In 2007, follow-up from the rep stated the rn told her "the patients death was not as a result of the catheter incident" but would not tell her what the patients condition was. The risk manager told the rep that they have no obligation to disclose any other information to our company or allow us to see the product that was used. On 12/14/07 follow-up: information received from hospital contact was that 15cm of the catheter did remain in patient and that the patient did expire.